Event description:
It was reported the patient presented with their right atrial lead oversensing noise that triggered inappropriate mode switches. Programming changes were implemented. There were no patient consequences.